Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.